Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0367, awareness date 13-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube insert) inserted. Consumer reported that she has had to suffer through several months (almost an entire year straight) of heavy bleeding, bruising easily, hair falling out, severe pelvic cramping and pain, unpleasant smells from her vagina linked to metal toxicity, migraine headaches every single day that are debilitating and so much more since she had essure inserted. The doctors inserting her essure inserted two coils on her left side and one on her right. She had a bilateral salpingectomy to remove both her fallopian tubes and supposedly all three coils. The one from her right fallopian tube had migrated down into her uterus and the two in her left side had supposedly protruded the tube. The doctor left half a coil in the left uterine artery and failed to tell her. After continuing to experience difficulties that were the same as before the surgery she demanded from her doctor a CT scan to see it there was anything left, as she kept telling her there was not. Finally, the CT scan showed what was left, and her doctor told her that the half coil was no bigger than an eyelash. The consumer had a second opinion, and a hysterectomy. She was 25 when she had her essure coils inserted and had just turned (B)(6) when she had her hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)female patient who had 3 essure inserts placed (2 coils on left side and 1 on her right). She had a bilateral salpingectomy and the essure from her right fallopian tube had migrated down into her uterus and the two in her left side had supposedly protruded the tube. According to her, the doctor left half a coil in the left uterine artery (regarded as device breakage) during the surgery and she underwent a hysterectomy to remove it. The reported events are listed according to essure's reference safety information, except for device breakage (unlisted). During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, consumer had 2 essures placed on the left fallopian tube; this device misuse could have been a contributory role in the reported coil protrusion. Although the exact mechanism of the events is not known, given their nature; causality with essure cannot be excluded. This case was regarded as incident, since devices removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Correction 21-sep-2015 following company internal coding review: the previous event term "metal toxicity" was recoded to meddra llt "device toxicity. " company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had 3 essure inserts placed (2 coils on left side and 1 on her right). She had a bilateral salpingectomy and the essure from her right fallopian tube had migrated down into her uterus and the two in her left side had supposedly protruded the tube. According to her, the doctor left half a coil in the left uterine artery (regarded as device breakage) during the surgery and she underwent a hysterectomy to remove it. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, consumer had 2 essures placed on the left fallopian tube; this device misuse could have been a contributory role in the reported coil protrusion. Although the exact mechanism of the events is not known, given their nature; causality with essure cannot be excluded. This case was regarded as incident, since devices removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.